Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio iq meter would not power on. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged power issue began on (B)(6) 2015. The patient informed the csr that she manages her diabetes with oral medication, diet and exercise and denied making any changes to her usual diabetes management regimen due to the alleged meter issue. However, the patient reported that 2-3 hours after the alleged issue started she developed symptoms of "everheating and sweating." In response to the symptoms, the patient reported treating herself with food and/or drink. At the time of troubleshooting, the csr noted that the subject meter was being used for the first time and that there was no indication of misuse to the device. The csr noted that the patient did not have the meter or test strips available for troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.